Event description:
During the course of a few months, it was noticed in the gastroenterology department that a higher incidence of complication was arising with the use of the sandoz nutrition caluso peg. When used with a specific type of bumper, these gastrostomy tubes were becoming embeded into the gastric lining, necessitating surgigal removal. After investigation and a temporary moratorium, the tubes may be used only with another type of bumper. Moniitoring of the tubes and complication rate will continuedevice labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: design. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.